Event description:
The device was used during a coronary artery bypass graft procedure. Reportedly, the clips did not load properly and prefired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.